Event description:
It was reported that 9800 system had a charger failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.